Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left deformity/disfigurement. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent revision breast augmentation with 375cc mentor memorygel breast implant and experienced breast implant rupture on her left side postoperatively. Although the MRI indicated implants suspicious for a possible intracapsular rupture, the doctor did not see that it was ruptured. The patient underwent implant bilateral implant exchange surgery with serial numbers (B)(6) on the right side, and with and (B)(6) on the left side on (B)(6) 2025.

Manufacturer narrative:
On april 3, 2025, device re-evaluation was completed as follows for implant site fluid collection: mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 375cc returned device. The contralateral device was also received (lot number 6442793). The patient did not report any issue with this device. Therefore, no further analysis of the contralateral device is required. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per information received on march 17, 2025, and reviewed by the clinician, patient also suffered implant site fluid collection and hence, clinical code "no clinical signs, symptoms or conditions" has been added to field h6 on this form. Reason for device explant and/or reoperation: left implant site fluid collection. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 6, 2025, the mentor failure analysis lab received the device for evaluation. On march 11, 2025, device evaluation was completed as follows: mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 375cc returned device. The contralateral device was also received (lot number 6442793). The patient did not report any issue with this device. Therefore, no further analysis of the contralateral device is required. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).